Event description:
Customer reported the cine mode is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reconfigured the workstation. System operates as intended.